Event description:
Caller tested 5.5 inr on the coaguchek s system while a comparison lab returned as 3.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).